Event description:
It is reported that the customer's blood glucose reading has been high. Customer stated blood glucose was 236mg/dl, she puts in carbohydrates and insulin pump starts to deliver insulin and then receives a no delivery alarm. Screen shows no numbers. Customer cleared the alarm, and then gets another no delivery and now a motor error alarm. Customer stated she has a back up plan, treated with insulin injections with novolog. Customer mentioned the blood glucose readings go from 206mg/dl, 396mg/dl to 417mg/dl. Customer is off the insulin pump, due to issues. Customer did not complete the high pressure test, no tubing clamps. Customer declined no delivery alarm troubleshooting. Motor error alarm occurred one hour after giving bolus, during basal. The blood glucose reading was 206mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The insulin pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.